Event description:
It was reported that the right atrial (ra) lead was exhibiting non-capture and that thresholds had been increasing gradually. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 implantable pacing lead (B)(6) 2005; 6947 implantable tachy lead (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that thresholds were elevated. The lead was subsequently explanted and replaced.